Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2017-dec-19 reporting that the device was removed on (B)(6) 2015 due to bladder incontinence. It was asked but not clarified if the device could be returned to the manufacturer for analysis. The reported bladder problems was clarified to be bladder incontinence. Patient weight was provided. No further complications were reported.

Manufacturer narrative:
This report has been updated with the correct serial number. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient reported the bladder problems they experienced in 2015 were because their bladder would not expel urine. The patient had to self-catherize for some time and was told that the stimulator sometimes causes this. The patient's bladder is better but they still have some leakage. Patient's weight at the time of the event was between (B)(6) pounds, but they were not certain. Device was removed and the patient did not know device status. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Additional information noted that the patient also had a diabetes pump. It was reported that the patient had the device taken out. The implantable neurostimulator (ins) was taken out because it was causing the patient to have bladder problems about a year after it was put in. The implant date was noted to be on (B)(6) 2014. The event was confirmed to be in 2015. The consumer reported that the health care provider (hcp) had not determined why this issue had happened. No further complications were reported.